Event description:
It was reported that system controller was exchanged. Log files recorded 2 additional driveline disconnected events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device issues with heartmate ii left ventricular assist system (lvas), serial number (B)(6), related to the reported controller exchange. It was reported that the driveline had been disconnected in association with a controller exchange on 08may2025. Refer to MFR. #2916596-2025-03324 regarding the reported controller damage and exchange. A review of the submitted log file on the event date of 08may2025 confirmed that the pump was connected to a backup controller. There were no other notable pump findings in the data on 08may2025. The patient remains ongoing on (B)(6) with no further reported complaints at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Section 4 ¿system monitor¿ (subsection ¿pump speed¿), explains that the system monitor displays the pump speed in revolutions per minute (rpm); this value matches the actual speed within +/- 100 rpm under nominal condition. This document also provides instructions on ¿replacing the running system controller with a backup controller.¿ the heartmate ii lvas IFU, rev. B, was also provided with the heartmate 3 lvas kit and outlines alarms under section 13.4 ¿alarms screen.¿ this document instructs that a backup system controller must be available at all times for use in an emergency. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that system controller was exchanged due to the outer insulation was damaged. Log files recorded 2 additional driveline disconnected events, which were thought to be consistent with the exchange.